Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective battery. Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was able to charger and power up a monitor. The battery pca and cells were contaminated, causing overvoltage faults with the battery. Reporting out of an abundance of caution. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a patient's batteries were not powering up a monitor.